Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event. Patient called ambulance that helped him to treat his low. Patient reported that he received low glucose alert on the mobile device and was also able to hear the alert.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. User reported to have received hypo alerts by the system on the date of event. As a result, it can be concluded that the system functioned as intended during the time of incident. User got treated by paramedics with glucose via i.v drops after which glycemia stabilized.